Event description:
The letter from the attorney alleges the consumer sustained injuries while using an invacare wheelchair. Serious injury is alleged.

Manufacturer narrative:
MFR received summons from attorney alleging a serious injury. Product has not been returned for eval at this time, so it is unk if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MFR has contacted attorney and info suggests an unapproved modification. MDR filed based on injury.